Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, g1, h6.

Event description:
Healthcare professional reported a right side "any creases associated with hole." Via rga form.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6. Device evaluation results: the device related to the reported event of deflation and crease/folding of implant received on june 04, 2021, with catalog number mcghan-480. Analysis of the returned device identified: crease fold, wear abrasion, white particles in the shell, delamination of valve and opening on anterior. Leak test and microscopic analysis was performed which identified: crack opening on valve, delamination (<75% partial separation) and crease sharp opening on anterior. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination partial of the valve (adhesive failure) an opening crease sharp on anterior assessed as fold flaw opening wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Device has been explanted.